Event description:
The customer and fe described a situation in which the system failed to boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable connections were cleaned and reconnected. The system was tested and found to be working as intended and returned to service.